Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge decreased to 0 unit. Reportedly, the cartridge was loaded with 200 units of insulin, and the insulin gauge displayed an initial fill estimate of over 120 units. Blood glucose level was 90 mg/dl. Although requested by tandem technical support, the customer declined to perform troubleshooting.